Manufacturer narrative:
The product was discarded and will not be retuned for evaluation. This investigation is ongoing.

Event description:
The user facility in japan reported that when the viscoelastic material was used and put into the eye, a white liquid first came out. The treatment was cataract surgery. No sutures were used and the incision size was not increased. The procedure was not prolonged. There was no impact to the patient and no additional anesthesia required.

Manufacturer narrative:
Samples were received . On close inspection up to 50 x magnification there were no anomalies identified, or any evidence of a white powder or liquid present in the lumen/hub or on the outside of the product. Di water was used to soak one of the samples for 30 minutes before inspecting under 50 x magnification. Using manual/varied pressure di water was run through the lumen and collected for close inspection, which resulted in no anomalies being identified. The reported issue in this complaint could not be qualified based on thorough examination of the returned sample. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Potential root cause: when considering the materials used and the processes during manufacturing (both at the supplier and sterimedix), it is highly unlikely that our product contributed to the non-conformance reported. It is more likely that other products or devices used in the procedure either contributed or were solely responsible for the white liquid passing through into the patient.

Manufacturer narrative:
UDI related data quality updates only. The UDI is being provided.